Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR report: 1627487-2012-04587 reference MFR report: 1627487-2012-04589. The pt received two leads with different lot numbers. It was reported the pt was receiving stimulation at the ipg pocket site; the sensation went away when the system was turned off. In addition, the pt had unwanted stimulation in the abdomen area. The sjm representative met with the pt and reprogrammed the system, but was unable to resolve the issues. It was reported the pt was a schedule a follow up appointment.